Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed premature power switching events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare controller and fully charged power sources available at all times. When pushing the connector onto the controller the white arrow will shift slightly. Correct locking position - white arrow aligned with white dot on controller. Do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. (B)(4).

Event description:
It was reported about a dt2 study patient that they experienced power switching with a controller: "patient reports that he was toggling powers and switched out his controller." The controller was exchanged without reported consequences or impact to the patient. There are no known clinical factors that could have contributed to this event. The controller was returned to the manufacturer for evaluation.